Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity and heavy calcification. The 2.0 x 20 mm mini trek balloon catheter was advanced, but could not cross to the lesion due to the anatomy. An unknown balloon was used. The 3.5 x 18 mm xience xpedition stent delivery system (sds) was then advanced, but could not cross to the lesion. During removal, slight resistance was noted with the guiding catheter. After removal, it was noted that the stent strut was flared. A new 3.5 x 18 mm xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The guiding catheter resistance was not confirmed based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.